Event description:
It was reported that the 9800 system displayed different patient's images when attempting to print the current patient's information. This was a one time occurence and did not happen during any case following this procedure. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep replaced the hard drive and reloaded the software. System operates as intended.